Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced an insulin delivery interruption consistent with an infusion set occlusion while using the ilet with an inset 6 mm, 23-inch infusion set, which the user resolved by changing the supply; the user reported clearing alerts through supply change and observed blood glucose reaching 400 mg/dl. Symptoms included hyperglycemia. Outcomes included transient loss of glycemic control without hospitalization. Customer care provided support that included troubleshooting and education with the user. Investigation of this case revealed that the event was consistent with an infusion set occlusion that resolved after replacement of the set, with no abnormality noted in the replaced supply and no additional device malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion of undetermined origin.